Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided indicate the patient experienced adhesions, erosion, pain and fistula. Adhesions and fistula are listed as known possible adverse outcome in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with a pelvic floor prolapse and underwent a two part procedure which included sigmoid resection, mesh rectopexy using a bard sepramesh, a sacrocolpopexy, anterior repair using a non bard davol xenograft and cystoscopy. On (B)(6) 2013 - the patient had an md office visist with complaints of gas coming from her vagina. The patient had a CT scan performed in (B)(6) 2012 and again in (B)(6) 2013 which showed air in the vaginal vault and appeared to be a small anterior fistulous communication between the rectum and vagina. On (B)(6) 2013 - the patient underwent a colonoscopy. Impression :single polyp, likely adenomatosis and rectovaginal fistula likely at the point of her prior anastomosis. On (B)(6) 2014 - the patient underwent a colonoscopy. Impression: colo-colonic anastomosis at 20cm with outpouching. Suspected fistula with visible mesh noted at colonic anastomosis in area of the outpouching. Because of the presence of the mesh, endoscopic therapy was not felt likely to be successful. On (B)(6) 2014 - the patient had an md office exam with complaints of passing has and stoll through vagina as well as a yellowish thick malodorous secretion and sometimes mild vaginal bleeding and lower colicky abdominal pain that the patient described as menstrual period cramps but has not had any obstructive symptoms. On (B)(6) 2015 - the patient was diagnosed with rectovaginal fistula related to mesh erosion and underwent a three part procedure which included a lower anterior resection, excision of anastomosis, fistula and mesh, creation of omental flap, diverting ileostomy, repair of incisional hernia and vaginal cuff repair. On (B)(6) 2015 - the patient was diagnosed with a para stoma hernia related to ileostomy and underwent ileostomy closure and parastomal hernia repair with implant of a bard sepramesh.